Event description:
The pt reports corneal ulcer. F/u from the treating physician note that there is only a slight ulceration on the lower limbal area of the right eye. No loss of visual acuity reported and ocular health is ok. This is being filed as corneal ulcer.

Manufacturer narrative:
This is being filed as corneal ulcer. Method: no lot info, no lenses, no device info, no exam of device were provided which could indicate if the device cause or contributed to the event. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusion: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.